Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., d.6b., g.2., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: opening on posterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified; crease sharp opening on posterior and observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Patient reported ¿left side capsular contracture baker grade unknown¿. Patient additionally reported deflation. Device has been explanted.

Event description:
Healthcare professional confirmed capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.4, b.5, g.1.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient additionally reported deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported ¿left side capsular contracture, baker grade unknown¿. Device remains implanted.